Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however, performance data collected from the device was analyzed. Analysis revealed high resistance/impedance. The patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010. Daily hv - lead impedance trend data shows an abrupt increase for svc defib (sub q coil)=85 to 103 ohms peak between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency department when an audible alarm was heard. An alert for lead impedance was triggered. Lead impedance noted to be increasing and varying. The lead remains in use. No patient complications have been reported as a result of this event. It was reported that the patient presented to the emergency department when the device audible alert was heard. Interrogation of the device revealed a high superior vena cava [svc] lead impedance and there was a concern that this may be consistent with a possible lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.